Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states on (B)(6) 2013, it was found that the catheter body was broken and blood leakage occurred. The medical staff provided homeostasis treatment and stopped the machine immediately. On (B)(6) 2013, the catheter was pulled out and replaced a new one.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.